Event description:
Info received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The hill-rom technician found a loose connection on the ac power cord which caused the bed to have a high ground reading. The technician tightened the connection to repair the bed.